Manufacturer narrative:
This statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0198093. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 (4) four false positive results were obtained. Repeat tests were performed using pcr on 3 of the positive patients and the results were negative. The fourth patient was discharged home and it is unknown if confirmation testing was performed. Patients were transferred to the covid uint at a sister facility for isolation. Eua#: eua (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 (4) four false positive results were obtained. Repeat tests were performed using pcr on 3 of the positive patients and the results were negative. The fourth patient was discharged home and it is unknown if confirmation testing was performed. Patients were transferred to the covid unit at a sister facility for isolation. Eua#: (B)(4).